Event description:
It was reported that, a cr insert was taken out for posterior instability. The surgeon suspects oxidation in the poly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.